Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after changing the battery three times from it. Customer was not calling after receiving new battery cap. The insert battery alarm did not displayed on the screen. Customer reported that the battery cap was normal. The display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.